Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v450734, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient was having just as many accidents as before the implant. The patient felt the stimulation but wasn¿t getting any results. The patient¿s status was good. The patient had had a few reprogramming sessions. The patient discussed the event with the manufacturer representative. The device had not been reprogrammed successfully and the patient was still having problems. It was further reported that the manufacturer representative would be meeting with the patient in the next week or so to reprogram and this would be the third reprogramming session. The patient had major health complications that effected their mobility and overactive bladder (oab) symptoms and the manufacturer representative was unsure if they would be satisfied with the outcomes. It was later reported that the manufacturer representative reprogrammed the patient¿s device, input 3 new programs, and the patient felt stimulation vaginally. It was further reported that the prior implant did not work and they had to replace it. That was when the manufacturer representative came out to the patient¿s house to check the device. The patient¿s family member didn¿t know much about it. The stimulator hadn¿t done much in the past 5 years.